Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the traffic reconstruction, the surgeon performed the anastomosis and removed the stapler; the anvil from the instrument got stuck into the rectal canal. As a resolution, the surgeon asked another surgeon for assistance to remove the head through surgical incision via abdominal route. This results in an extended surgical time of one hour.

Manufacturer narrative:
Additional information: b3, b5, d4 (expiration date, lot#), g3, h4, h6 this event has been found to be a duplicate of a previously reported event documented under rr#: 2647580-2025-00475. All additional information pertaining to this event will be communicated under the original regulatory report 2647580-2025-00475. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4).